Manufacturer narrative:
(B)(4). The customer troubleshot the reported malfunction with technical support over the phone. The customer then reported to have replaced the breath delivery (bd) central processing unit (cpu). The field service engineer was called to install the latest software. No parts are being returned for investigation.

Event description:
It was reported that during patient use, a ventilator generated an error message and went into an inoperable state. There was no report that the patient was transferred to another ventilator. There is no report of serious injury or death associated with this event.